Event description:
Boston scientific received information that, during the post-operative check, it was observed this right atrial (ra) lead had dislodged. A repositioning procedure was performed. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.